Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4030761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: rn was attempting to insert IV. It was intended to start an IV and have the needle retract into the safety glide. When the needle was inserted and retracted, the needle did not retract into the safety glide. Pt has parkinson's and was shaking, luckily the lab tech was able to grab the exposed needle and place it in sharps before anyone was poked.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.